Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the endo-illuminator would not fit through the trocars during the vitreoretinal procedure. No patient impacted reported. Additional information and product sample have been requested.

Manufacturer narrative:
Additional information: one enhanced endo-illuminator was returned for the endo-illuminator not fitting through the trocars. The illuminator was visually examined and a clear foreign present on the cannula needle about ¾ the distance up the needle. The sample was functionally tested for fit through a trocar. The section of the needle where the foreign material was present on the needle did not pass through the trocar. The foreign material was cleaned with a tissue and the foreign material was easily removed. The sample was functionally tested again and did fit through the trocar. For this final lot, three component endo-illuminators, were used to make up the final lot. A device history record review for each of the illuminator lots was conducted. According to the device history record reviews, two lots were reprocessed for an anomaly that did not contributed to the customer complaint. One lot had no anomalies present based on its device history record review. The product was released according to the product¿s acceptance criteria. No additional investigation is required based on device history record reviews. A complaint lot history examination indicates there were no other complaints for the reported issue. The investigation does confirm that the illuminator could not fit through the trocar in the condition returned. The evaluation cannot determine what the foreign material was and does not appear to be adhesive since it was able to remove easily. When and how this unknown material became present on the illuminator cannot be determined from this evaluation. (B)(4).